Manufacturer narrative:
Product event summary: data files were received containing one image were received. The photo showed microbubbles was observed in the side port tube of the sheath. In conclusion, the image provided showed microbubbles in the side port of the sheath. However, the reported low blood pressure, dizziness, vomiting, and bleeding that occurred during the procedure and could not be confirmed through data analysis. There is no indication of a relation of the adverse event to the performance and malfunction of the product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, when the dilator was removed from the sheath and aspirated by the side port, microbubbles were observed in the plastic tubing. The case was completed with cryo. The patient's hospitalization was extended due to the patient's low blood pressure, dizziness, vomiting, and bleeding from the femoral access site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the vomiting was treated with an antiemetic medication and the bleeding was stopped by manual compression. It was surmised that the access site issue was caused by the increase in pressure due to the effort of vomiting and that the low blood pressure, dizziness, and vomiting were caused by a medication used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.